Manufacturer narrative:
The report of ¿unable to remove lead¿ from ipg was not able to be confirmed. Analysis of the lead found it was returned incomplete. Only a terminal end lead segment (2.2cm) was returned and was missing the metal spacer handle, as such a positive model identification/verification could not be made.

Manufacturer narrative:
Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5788838.

Event description:
It was reported that patient an ipg replacement for normal end of life on (B)(6) 2024, the set screw will not permit the release of the lead. The lead was damaged, and the physician opted to cut the distal end of the lead. The tail of the lead was severed recording high impedances. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.